Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the heart lead flex was misaligned. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the heart block was broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was cosmetically scratched.

Event description:
It was reported that output on the ventricular side of the device could not be seen. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.